Event description:
It was reported that 4 bd nexiva¿ closed IV catheter systems experienced missing tubing clamps. The following information was provided by the initial reporter: on 4 units the white clamp before connection would have been absent.

Manufacturer narrative:
H6: investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that 4 bd nexiva¿ closed IV catheter systems experienced missing tubing clamps. The following information was provided by the initial reporter: on 4 units the white clamp before connection would have been absent.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 bd nexiva¿ closed IV catheter systems experienced missing tubing clamps. The following information was provided by the initial reporter: on 4 units the white clamp before connection would have been absent.